Event description:
The manufacturer received information alleging cosmetic damage to the device enclosure of a trilogy 100 device. There was no device malfunction reported. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the device failed a test for lo flo at '5'. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging cosmetic damage to the device enclosure of a trilogy 100 device. There was no device malfunction reported. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, the device failed a test step for oxygen low flow. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.